Manufacturer narrative:
Medical device continued: a2dr01 ipg implanted: (B)(6) 2015.

Event description:
It was reported that there was p wave undersensing noted on the right atrial (ra) lead. The p wave measurement was below the normal range. The lead remains in use. No patient complications have been reported as a result of this event.